Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thoracoscopic left lung lobar resection, while being applied at a broken bronchi, the endoscope was used to install a 45 - 48 straight reload, but half-way through firing, the reload fell out, and the device was unable to form/close into a b-shape and there were incomplete staple line at the central part. When they held the handle forward and launch the device, they found that there was a distorted nail on the 3.5 cm. Barrel. They discarded then replaced with new staple cartridge to complete the case. There was no patient injury.